Event description:
Per the clinic, the patient underwent a device reposition surgery due to impact/trauma at implant site (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.